Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd syringe luer-lok¿ tip there was an issue with syringe without scale.

Manufacturer narrative:
Investigation: two photos and a single loose 10ml syringe were received and evaluated. The barrel of the syringe was completely blank with no printed scale markings or logo present. Potential root cause for the scale marking defect is associated with the marking process. No corrective actions are necessary based on the defective rate identified. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported with the use of the bd syringe luer-lok¿ tip there was an issue with syringe without scale.